Manufacturer narrative:
This report is submitted on sept 12, 2019.

Event description:
Per the clinic, the device was explanted on (B)(6) 2006 for an unspecified reason. It is unknown if the patient was re-implanted with another device.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on 12 september was filed inadvertently. No explantation or serious injury has occurred, the device remains in-situ. This report is submitted 04 december 2019.